Manufacturer narrative:
(B)(4)investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user tried to place gepd-10-5 in the patient with chronic pancreatitis, but the stent kinked while advancing in the body and the stend did not reached the desired position.there was no other 10fr stent, so gepd-7-5 was placed and the procedure was completed.there have been no adverse effects to the patient reported.due to chronic pancreatitis, the fibrosis of the pancreas may cause the pancreatic duct to become stiff and difficult to place, but this is the first time I have experienced a stent kink. For all complaints: was the device flushed before use? Yes. What was flushed through the device (water, saline, contrast, etc.)? Saline. If not with the device in question, how was the procedure finished? Gepd-7-5 was used instead.. Details of the wire guide used (diameter, type, make)? Visiglide2(0.025inch). What was the target location in the body for use of this device? Pancreatic duct. Was the patient¿s anatomy tortuous? Unknownin relation to complaints occurring during placement and/or use also ask: . What is the endoscope manufacturer and model number that was used during the procedure? Olympus jf-260v. Was resistance encountered when advancing the wire guide into position? Unknown. Was resistance encountered when advancing the drainage catheter into position? Yes. Was a drainage catheter loop placed in the descending portion of the duodenum? No. After placement, was drainage catheter position verified? N/a. If yes, please describe how. . Please estimate amount of time the drainage catheter was in place prior to this occurrence. Unknown. Did any section of the device detach inside the endoscope or patient? No

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x gepd-10-5 device of lot number c1693683 involved in this complaint was not available for return to cirl therefore a document-based review will be completed. (B)(4) (report reference number 3001845648-2021-00241) and (B)(4) (report reference number 3001845648-2021-00242) are related as a replacement device of rpn, gepd-7-5 was used to address this complaint prior to distribution gepd-10-5 devices are subjected to 100% visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for gepd-10-5 of lot number c1693683 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1693683. It should be noted that the instructions for use (ifu0055-4) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received, it is confirmed that a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.